Event description:
It was reported that they were having trouble recharging the implantable neurostimulator (ins). When attempted to recharge the ins it will took time to locate the ins. Patient stated that the issue was been a while and it has been acting funny for a while, but it will still work so they didn't need to do anything about it because they could still charge with it and even the hot part doesn't act hot all the time but just once in a while. Then a couple of weeks ago patient also mentioned the recharger was so unbearable hot. The controller will say that it is trying to find the receiver and if they move it around it will come up with a number of 92 to recharge. Patient said that they will move the cord around to maybe 100 and it will say it is recharging on the controller and it says excellent connection, but then they will sit there for 2 hours and it has zero charge. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Pt states he received the replacement rtm and is request to keep the case that the r tm shipped in. Pt requested recharger belt states that he never received one. Agent sent a request to repair to send recharger belt.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.